Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. (B)(4). The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had been non-compliant with coumadin therapy. On (B)(6) 2016, the lactate dehydrogenase and plasma free hemoglobin were elevated. It was reported that the patient developed a massive left ventricular thrombus. The patient also had right ventricular failure and ventricular tachycardia and was on dobutamine. The patient went into multi-system organ failure. The patient was placed on comfort measures only and was discharged to hospice. The patient expired on (B)(6) 2016.

Manufacturer narrative:
The pump was not explanted and therefore not available for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase and device thrombus could not be conclusively determined. Thrombus, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.